Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their upper and lower teeth have huge gap between them and they cannot bite their food and they are going in which ever direction. They are due to have surgery to correct their left canine and incisor. Requested bite video from patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.